Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "the device was not running."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: " the caregiver stated the device began infusion on patient, caregiver came back 3 hours later to check on patient and the device was not running."